Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off during its self-test. The led's on the device and the battery lit up, but the device's screen remained black. The device would not complete a boot cycle. There was no patient use associated with the reported event

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the system pcb assembly had a capacitor, designator c288, that had burned. Physio  installed a new system pcb assembly. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. The cause of the reported issue was determined to be due to a failed capacitor (designator c288) on the system pcb assembly.